Event description:
The rnfa inserted the stapler through a surgical port to staple a blood vessel, when closed the stapler would not fire. A loud click sound was noted form the stapler with each attempt to fire, but would not advance to complete the staple.